Manufacturer narrative:
Section h10: (h3) the revision reported may have been due to a combination of risk factors specified in an hhe including but not limited to use error, implant positioning, and patient factors. However, this cannot be confirmed from the reported information and the devices were not available for evaluation.

Event description:
It was reported that this 64 y/o female patient right hip was revised post initial tha. She was brought back for right hip pain. Patient had signs of osteolysis. The femur was dislocated. Femoral head removed. Stem checked and found to be well fixed. Attention turned to cup. Liner removed with the help of a chisel and a bone screw. Cup checked and found to be well fixed. Bone graft injected behind the cup. A new 32mm lipped xle liner was implanted with a new head. Patient was last known to be in stable condition following the event.

Manufacturer narrative:
Section h10: (h3) pending evaluation (d10) concomitant device(s): 32 +7 biolox head

Manufacturer narrative:
*The following sections have corrected information: h6: medical device problem code, type of investigation, investigation findings, investigation conclusions.